Event description:
The technician reported. "We just turn on to test it before we send it to the hospital has purchased it and the error message starts. The noise is like a click which repeats over and over and in the background you have the fan working". Constant disc/sense alarms at power up and unit never goes into normal ventilation; does not deliver any flow. No patient involvement.